Manufacturer narrative:
On 19-aug-2021, biosense webster inc. Received additional information which indicated the adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The event required that a balloon pulmonary vein expansion procedure be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered pulmonary vein stenosis. On (B)(6) 2019 a pvi was conducted and completed without any problems during this period. On (B)(6) 2021 pulmonary vein stenosis was diagnosed. Pulmonary vein expansion procedure performed. The physician commented that the adverse event possibly occurred during radiofrequency (rf) procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.